Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller, customer's wife, reported the customer received low readings from the adc freestyle libre sensor scan. It was reported the sensor "was only giving 3-4 mmol/l as a value" and customer trusted the sensor and "took sugar". Because the sensor results were "still not rising", customer "kept taking sugar" and subsequently experienced dry mouth and "started to feel unwell". Customer was rushed to a hospital where a reading of 53 mmol/l (954 mg/dl) was obtained on an unspecified device and customer was diagnosed with hyperglycemia. At the time of the call, caller did not provide any information pertaining to treatment and stated the customer was "stable and recovering in the hospital". There was no report of death or permanent impairment associated with this event.

Event description:
Caller, customer's wife, reported the customer received low readings from the adc freestyle libre sensor scan. It was reported the sensor "was only giving 3-4 mmol/l as a value" and customer trusted the sensor and "took sugar". Because the sensor results were "still not rising", customer "kept taking sugar" and subsequently experienced dry mouth and "started to feel unwell". Customer was rushed to a hospital where a reading of 53 mmol/l (954 mg/dl) was obtained on an unspecified device and customer was diagnosed with hyperglycemia. At the time of the call, caller did not provide any information pertaining to treatment and stated the customer was "stable and recovering in the hospital". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs for all libre sensors within expiration at the time of complaint was reviewed and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted and showed no trips for libre sensor and reported the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.